Event description:
The customer contact reported charring on the device mcu (main control unit) component. The device was returned to the biomedical department with an unsigned note that stated, "burning smell." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events while the device was in clinical use. During testing at the user facility, charring was noted on the device mcu (main control unit) component. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information the reporter upon query by hospira personnel.